Manufacturer narrative:
The report of discomfort / shocking sensation at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy, some types of trauma, and/or the location of the ipg pocket site. The patient did not report any falls or trauma and the report did not state if the ipg pocket was relocated during the revision.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Event description:
It was reported that the patient was experiencing shocking at the ipg site. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.